Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle break into two separate pieces? Did the needle pull off from the suture? When did the event occur (while in the package / during dispensing / during preparation / during use)? What is the lot number?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle tore itself from the suture. It was unknown if there were any patient consequences and no adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: 1. Did the needle break into two separate pieces? No, 2. Did the needle pull off from the suture? Yes, 3. When did the event occur (while in the package / during dispensing / during preparation / during use)? N/a, 4. What is the lot number? Unknown.